Manufacturer narrative:
Retainer ring = black. Attempted to download using crest tool and was unsuccessful. The unit p-cap / test reservoir locks in place properly. The pump was received with a critical pump error (open book image) due to electrically damage microprocessor pcb a2. Pcb a2 was swapped with test pcb and pump powered up after battery installation. Moisture damage found on electronic assembly pcb a1 and battery tube assembly during visual inspection. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. The pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in case along side battery compartment. No harm requiring medical intervention was reported. The insulin pump returned for analysis.